Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support (cts), it was confirmed that the customer overfilled the cartridge. Cts educated customer on cartridge labeling. Customer continued using the existing cartridge. Customer¿s blood glucose level ranged from 75-76 mg/dl.